Manufacturer narrative:
(B)(4). Insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test due to motor error alarms. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had motor error alarm. The customer's blood glucose was 138 mg/dl. The customer stated that the drive support cap was normal. The customer able to rewind the insulin pump successfully. Customer stated that insulin pump was not exposed to high magnetic field and they declined motor position encoded alarm. The insulin pump will be returned for analysis.